Event description:
A malfunction was reported, but no notable events occurred beforehand. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction did not recur. The customer was informed to continue using the pump and to contact support if the issue happened again, acknowledging the instructions given.